Manufacturer narrative:
Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have one blade broken at the base. A piece measuring approximately 0.3120" x 0.0274" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. A review of the provided image shows a broken curved blade.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the front end of the harmonic ace instrument was fractured. The fractured part was completely removed, and no fragment remained in the patient. A back-up harmonic ace was used to complete the procedure. The procedure was completed.